Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the chair has a e400 error code,left motor fault, will not drive. It quit when crossing the street.